Event description:
It was reported that during a neurovascular procedure a kink was seen at the part of the curve in the subject flow diverting stent during implantation which did not open even after multiple attempts of ballooning and massaging and remains implanted in the patient. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that 'after several attempts: massages and ballooning. The stent did not open'. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. The anatomy of the patient was moderately tortuous. It is most likely that the patient anatomy contributed to the reported issue but as the device was not returned for investigation this cannot be conformed. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the as reported events 'stent failed/unable to open¿ and 'stent deformed'.

Event description:
It was reported that during a neurovascular procedure a kink was seen at the part of the curve in the subject flow diverting stent during implantation which did not open even after multiple attempts of ballooning and massaging and remains implanted in the patient. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.